Manufacturer narrative:
Device evaluation: a hawkone device was received at the medtronic (plymouth) analysis lab. The device was received inside the shelf box. Within the shelf box the device was loosely contained within the opened sterile label pouch. The label pouch indicated lot number 0009537004, consistent with the reported device. No ancillary device or images were received with the device. Revealed the distal flushing tool was over the cutter driver window. Dried blood and biological debris were observed outside and within the distal assembly. Multiple bends were noted throughout the distal assembly. The beds were located approximately 0.3cm and 0.8cm distal to the cutter window. A gradual curve throughout the distal assembly was also noted, the curve started at approximately 1.0cm distal to the cutter window. At the location of the 0.3cm and 0.8cm bends, the laser drilled coils were compressed inward. Examination of the cutter and cutter window it was observed that the cutter was located 1.0cm distal to the cutter window, at the beginning of the curve. Biological debris was inside the cutter window. The guidewire lumen was intact. The device was turned, and the cutter was retracted, the cutter was able to retract. Additional debris was also retracted, it was biological in nature. The cutter was then advanced; however, resistance was encountered, and the cutter could only advance 0.4cm. It was observed that the cutter was stopped at the bend located 0.3cm distal to the cutter window. The cutter driver was able to "shut-off" after testing. A 0.014" guidewire was then inserted into the guidewire lumen, the guidewire was able to advance with no issues noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a hawkone to treat a 50 mm plaque lesion with little calcification and 75% stenosis in the distal left superficial femoral artery (sfa). The artery diameter was 5-6 mm and no tortuosity was reported. The device was inspected and prepped per the IFU with no issues. No resistance was encountered during advancement of the device. It was reported that after the first round of cutting the device was removed from the patient, flushed and cleaned. No issues had been noted during cutting or during first pass. No resistance was encountered when removing the device form the patient. The cutter was observed to be outside the housing during removal of the device from the patient and the thumbswitch could not be turned off. An attempt was made to re-load the 0.04 x 300 cm prowater guidewire but difficulty was encountered and it would not load. The device was inspected and it appeared that the plunger on the device was broken. No part of the device had detached. A hawkone m was used to complete the procedure with no complications. No patient injury was reported.